Event description:
A doctor's office alleged that a patient had experienced an electric shock after the mini apex locator was placed against their tooth. Tthe patient's symptoms had subsided on their own after a few minutes had passed. To date, the patient is doing fine.